Event description:
The user facility reported that during the deployment of the 8 french angio-seal 8, the thread disconnected from the middle component, presumed as the spool, known as suture breakage. There was no harm to the patient.

Manufacturer narrative:
A1: patient informaton: requested, not provided due to patient confidentiality. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: stock controller. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 09jan2025: hemostasis was achieved by manual compression. The procedure performed was an interventional angiogram. A 7 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The issue was with deployment as all steps were followed correctly in the deployment of the angio-seal. Once the anchor was set and the doctor pulled back on the device to expose the tamper tube the suture detached from the spool. The doctor was able to finish the deployment as the tamper tube was visible and compression of the collagen plug could be performed. There was however some blood seepage from the arteriotomy; however, haemostasias was achieved with manual compression. There was no significant blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5, health effect - impact code: 4641, medical device problem code: 4042, provide an update to sections b1, b2, and h1.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, carrier tube, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. The device was reset to the forward lock position and then attempted to be set to the fully rear-locked position however, resistance was felt, and the anchor was not able to be fully deployed. A kink was found at the base of the carrier tube after attempted rear locking of the device. The sheath and carrier tube were then separated, and no internal components were deployed. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).